Manufacturer narrative:
The device was observed to be in the deployed state. The data downloaded from the device did not show any timeouts or drive stalls during the run. The device ran for 46 pulses, which was also the number of pulses to finish first prime. After this the device was deactivated, preventing the needle mechanism to deploy. No damages or defects were observed that would result in the needle mechanism not deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.